Event description:
A patient was implanted with two prodisc l implants at l4-5 and l5-s1 on (B)(6) 2025. After implantation x-ray imaging showed that the implants were no longer in their original positions. Patient has no symptoms at this time, so no additional medical intervention has been scheduled.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l implants at l4-5 and l5-s1 on (B)(6) 2025. After implantation x-ray imaging showed that the implants were no longer in their original positions. Patient has no symptoms at this time, so no additional medical intervention has been scheduled. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdl devices remain implanted within the patient therefore no device evaluation could be completed. Imaging was provided that showed the migrated implants. No anomalies were identified during the complaint investigation. A reason for the implant migration is unknown. This report is for 2 of 6 devices involved in this event.